Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was in storage mode for 2 months as the customer decide to not be on the pump therapy. When the customer powered the pump back on it was reported that the pump reset unexpectedly. There was no patient involvement, as the pump was not being used by the customer at the time of the reported issue. It was indicated that the pump is functioning as intended and that the customer will resume pump therapy on (B)(6) 2016.